Event description:
The vessel sealer was placed in arm #1 at the beginning of the case and it failed to self check. The instrument was removed and replaced with a new vessel sealer. No harm to patient occurred. Diagnosis or reason for use: fibroids. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: yes.